Manufacturer narrative:
The implant remains in-situ and no further investigation can be completed at this time. It is unknown if the patient complied with postoperative instructions. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warnings, cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury and vascular or visceral injury".

Event description:
On (B)(6) 2015 posterior fixation was implanted at l3-s1 spine levels. Approximately three and a half months following the index surgery the patient heard a grinding noise emanating from the surgical site. As reported by the patient, radiographic evaluation of the construct determined that at least one of the s1 screws had fractured. Patient has developed numbness in his left leg and foot. Revision surgery is expected, but has not been scheduled.